Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. The lesion was pre-dilated with a 2.50 mm non-compliant balloon. A 3.00 x 16 mm synergy was deployed and intravascular ultrasound revealed a flow-limiting proximal edge dissection. The patient experienced chest discomfort and the dissection was covered with another stent to complete the procedure successfully. The patient was admitted to the hospital, was stable and fully recovered.